Event description:
The dealer reported that the display on the joystick is intermittently going out. This issue could cause the user to be stranded if the chair shuts down without warning to the user.